Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking" "do not like the appearance or feel of the implants," "have enormous pain in on the right shoulder and all the way down to the fingertips."

Event description:
Patient reported right side "leaking" "do not like the appearance or feel of the implants" "have enormous pain in on the right shoulder and all the way down to the fingertips. Device remains implanted